Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm and power loss alarm. The customer's blood glucose level was 131 mg/dl. The customer had blood glucose was 243 mg/dl and treated it with injection. The customer did not received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with cracked retainer, minor scratched display window and scratched case.